Event description:
Customer reported via phone, the insulin pump kept alarming no delivery throughout the day. Customer's blood glucose was 600 mg/dl. Customer stated he was unable to troubleshoot at the time as he was at the hospital. He mentioned the alarm didn't occur during manual prime. Customer stated he was throwing up and paramedics were called. Customer was treated for diabetic ketoacidosis and stomach bug. Customer stated he would return the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-76764 for the insulin pump.